Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient is trying to figure out what's wrong with the therapy because it is acting crazy and is not working right. Patient reports it feels like stimulation is in the hip when patient increased amplitude and patient tried different programs but went back to 7. When standing up in the middle of the night, patient goes all over themselves. Patient also reports once in a while would feel the stimulation a little bit and then it would be gone. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.